Event description:
In 2007, the patient's daughter (reporter) contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultramini was reading inaccurately low compared to the hospital's device. The lay user/patient lives in another country. The reporter contacted lfiescan to report an incident that occurred in another country. The patient reportedly became unconscious and was hospitalized for hypoglycemia. The reporter indicated that the patient obtained a "68 mg/dl" on her meter when she was unconscious. The reporter felt that the meter should have read 10 or 20 mg/dl because the patient was unconscious. When the patient went to the hospital, the patient was given IV glucose to raise her blood glucose levels up to "120 mg/dl." The reporter did not provide the patient's blood glucose result when she first arrived at the hospital. During the second day at the hospital, the patient also compared her meter reading to the hospital's meter reading. She reportedly got a "365 mg/dl: on the hospitals' device and a "260 mg/dl" on the reported meter, performed within an unspecified time apart. Based on the statistical methodology, the calculated difference of these results exceeded the expected value of <=30% and/or <=30 mg/dl. The patient was hospitalized for 4 days. It is unknown if the patient was diagnosed with any other health conditions. It would be helpful to know the patient's diabetes care regimen (testing frequency and medication regimen) and what events lead to the patient's falling unconscious, such as her activity levels, meals, medications, and meter readings. It would also be helpful to know why the patient was hospitalized for 4 days. According to the reporter, the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The reporter does not have the meter and testing supplies with her during the call with the customer care advocate (cca) so no troubleshooting was performed. Based on the provided information, this complaint is being reported because the patient allegedly obtained an inaccurate high meter reading while she was unconscious. She was taken to the hospital and was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.